Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed residual liquid and foreign material in the biopsy channel could not be identified. The root cause of the issue could not definitively be determined, as there was no device deformation that might result in the retention of foreign material and no additional event or reprocessing information was reported or available, however, it is possible that the foreign matter could not be removed due to improper reprocessing. The event may be detected/prevented by following the instructions for use sections below: ¿gif/cf-170 series operation manual, chapter 3 preparation and inspection¿. ¿gif/cf-170 series reprocessing manual, chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, residual liquid and foreign substances came out from the biopsy channel. In addition, bending angle in the up-direction failure to satisfy the specification, right/left knob deformation, up/down deformation, nozzle deformation, light guide poor bundle, charged coupled device lens broken, bending section cover adhesive broken, connecting tube wrinkle, connecting tube broken/cut, white scratches in image, crease in the universal cord, and light guide connector broken were observed. The investigation is ongoing. Therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus, that white scratches on the image were noted, with the gastrointestinal videoscope. The event occurred, during preparation for use, prior to a diagnostic procedure. And a similar device was used to complete the operation. During a standard service inspection of the customer returned device, residual liquid and foreign substances came out from the biopsy channel. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.